Event description:
It was reported that error 6300: "no video feed from ultrasound" (description provided by caller. Description from errors list: "the soundstar® catheter appears to be out of mapping range") appeared on the carto 3 system, there was no ultrasound image from the sc2000 system displayed on carto. To troubleshoot the caller verified video connections, deselected and reselected the sc2000 in the carto study tab, rebooted the video splitter and sc2000, then the error switched to 61401: no video signal from the ultrasound system is detected. No further troubleshooting was performed, the case continued without cartosound use. Fse follow-up for unresolved issue. Also reported, toward the end of the farapulse pfa procedure, the patient lost blood pressure and patient was coded. Prior to this the anesthesiologist mentioned that they could not keep the sats (o2 saturation) up, and that the patient's blood pressure was dropping. The electrophysiologist looked on intracardiac echo and no effusion was detected. Since the patient was in flutter, they cardioverted. It was at this point that they coded the patient. Patient was stable at the time of the call, they were getting an impella device placed before transport to the ICU. The caller mentioned that the patient had multiple underlying issues, "had an asa of 4," and has a bi-v ICD. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).